Event description:
A nurse opened a kendall foam electrode package and inside found a round piece of metal, rather than the foam electrode. The package reads: 7363 conductive adhesive hydrogel. The lot number 403103x 2016 12. Bar code (01) 30884527004755. There was no adverse effect or injury.